Event description:
The manufacturer received information alleging that the touch screen of the device is not working. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found burned pca not updating fw and ui bezel plus is scratched, missing filter. There was no report of visible smoke or fire. Lastly, the device was scrapped.